Manufacturer narrative:
The insulin pump was monitored for several days with no blank display. The insulin pump had normal operating currents. No damage was noted on the isolation tape. No weak battery alarm was noted. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer called and reported the insulin pump was giving weak battery alarms before the screen would go blank. Customer stated the screen would come back after awhile and the battery was empty. Customer's blood glucose was not known. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.